Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted concurrently with colpopexy, transvaginal hysterectomy, left salpingo-oophorectomy due to uterovaginal prolapse . The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 02/26/2014.a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia and vaginal scarring. It was reported that the patient underwent excision of protruding mesh and vaginal closure on (B)(6) 2010. It was reported that the patient underwent a surgical repair sling operation, transurethral injection of coaptite and cystoscopy on (B)(6) 2011 due to vaginal mesh erosion and urinary stress incontinence.